Manufacturer narrative:
The additional information will be provided upon investigation conclusion.

Event description:
It was reported that the resident was transferred to a bed using a maxi move ii with a stretcher frame attachment. The 2 caregivers were turning the lift to position where resident was above the bed (the resident was straight over the mattress), the lift started to tip sideways. As a consequence of the event the resident fell on the bed and the lift and stretcher frame landed on top of resident. The customer reported that the power cord for the air mattress was laying across the floor under the bed where the lift legs would have been to position the resident over the bed . The cord was removed. The resident sustained a left shoulder fractured .

Manufacturer narrative:
An arjo representative was informed about an event involving the maxi move device. It was reported by the customer that a resident was transferred to a bed using a lift with a stretcher frame. While a caregiver turned the lift over the bed, the device tipped sideways. As a consequence of the event, the resident fell on the bed and the lift with stretcher frame landed on the resident. As a result of the event, the resident sustained a fracture of his left shoulder. After the event, the device was evaluated by arjo. The device's visual inspection showed signs of wear. The functional test did not reveal any malfunction. The customer stated that the power cord for the air mattress was laying across the floor under the bed where the lift legs were situated during the event. After the event, the power cable was removed from the floor. The instruction for use for maxi move (04.km.00/1) contains information: ¿before lifting a person from a bed, ensure there is sufficient clearance underneath to accommodate the maxi move chassis legs.¿ looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regards, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to information that the device tipped over during patient transfer and serious injury occurrence.